Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) who replaced the air-gas module preventively. The reported deviation of the pressure transducer test during pre-use check was partly reproduced during test of the returned air gas module in a reference ventilator. Additional testing of the air-gas module in the manufacturing production test system showed that the air-gas module was out of specification. Analysis/tests showed that the issue was caused by the nozzle unit within the air-gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit is part of the yearly maintenance program for the device. The received device log confirms the reported problem. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2018. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).